Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an uneventful uterine thermal ablation procedure in 2007. The next day, the patient developed abdominal pain, fever to 101 degrees, nausea, and vomiting and was admitted to the hospital. The patient had no previous uterine surgery. No pre-operative cervical cultures had been collected. A CT scan of the abdomen and pelvis were negative other than some fluid in the cul de sac. The surgeon was entertaining the diagnosis of pelvic inflammatory disease vs. Perforation with bowel injury. Her intent was to begin antibiotic therapy and if not improved, consider more carefully the possibility of a bowel injury. The fact that there was no pressure drop during the procedure, a negative CT scan, and the immediate onset of the fever leaned her toward pelvic inflammatory disease rather than bowel injury.